Manufacturer narrative:
Patient information was unavailable as the site declined to provide the information. The device was returned to the manufacturer for analysis and showed signs of physical damage. The returned driver was well worn and the tip was rounded as reported. Despite the wear, the driver was still functional. The reported event was confirmed. The most likely root cause was that the driver became worn over time. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the spine clamp driver tip was worn and rounded. The surgeon was able to use the spine clamp driver for the procedure without any issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.